Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 426 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer had the glucose very high and he wants to know when he can did the calibration. The insulin pump will not be returned for analysis.